Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris¿ smartsite¿ extension set had blockage issues. The following information was provided by the initial reporter: "when using a normal saline flush to prime the tubing, unable to push it through no matter how hard you push. A lot of force is required to push the saline through and sometimes it won't work at all."

Manufacturer narrative:
Investigation summary: no photo or product was returned by the customer. The customer complaint that when using a normal saline flush to prime the tubing, unable to push it through no matter how hard you push could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. CAPA (B)(4) has been initiated.

Event description:
It was reported bd alaris¿ smartsite¿ extension set had blockage issues. The following information was provided by the initial reporter: "when using a normal saline flush to prime the tubing, unable to push it through no matter how hard you push. A lot of force is required to push the saline through and sometimes it won't work at all."